Event description:
A malfunction alarm with code "malf 9" was reported by the customer. There was no information available regarding any adverse impact on the customer¿s blood glucose level. Tandem technical support assisted the customer by providing pump reset information, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears.